Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 01/18/2019 with the following findings: device evaluation: on investigation, the rubber keypad cover was detached from the base, the ok button contact was missing, and the button was unresponsive. Contamination was found under the contacts of the contrast, up arrow and down arrow buttons.

Event description:
The pump was returned for investigation. Investigation revealed a keypad/keypad button issue. This report is made based on results of investigation completed on 01/18/2019.